Event description:
Manufacture received information stating that the device stopped cycling during patient use. There was no patient harm associated with this event.

Manufacturer narrative:
Failure investigation confirmed that the unit stopped cycling during ventilation. The device was repaired, upgraded and returned to the customer.